Manufacturer narrative:
One opened trocar cannula, one trocar hub, and one 25 gauge trocar handle/blade assembly were received in a pouch for the report of the hub of the trocar detached. The returned trocar hub/cannula assembly sample was visually inspected. The trocar hub/cannula assembly was found to be nonconforming, due to the hub and cannula separated. The hub has a presence of adhesive inside of the hub, and the cannula has a presence of adhesive on the outside. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub and on the outside of the cannula, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that hub of trocar cannula was found detached from trocar during a procedure. The procedure was performed and completed after replacing the product with another one. There was no harm to the patient.